Event description:
It was reported that the patient presented with lower extremity radicular syndrome and ambulates with the assistance of a cane.

Event description:
It was later reported that a catheter replacement was done on the day of the report. The pump had been set to minimum rate until this time. The pump was to be changed to simple continuous. The device system was used to deliver morphine. It was later reported that an x-ray was done on (B)(6) 2013. A catheter replacement was done (B)(6) 2013. The patient experienced back leg pain. The patient required hospitalization due to the event. The patient recovered without sequelae.

Event description:
Additional review indicated the x-ray was performed on (B)(6) 2013 as was previously indicated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that during the spinal surgery the catheter had to be severed in order to perform the surgery; however, it was unclear why. The goal of the surgery was to not need the morphine after the patient was healed from the surgery. The patient was discharged from the hospital on oral morphine and was given enough for 3 days until he could get into the office. The patient continued to report his usual pain and weakness. Prior to the surgery the patient was receiving an infusion of 2.6mg/day at a concentration of 15mg/ml. The plan at the time of the report, due to the catheter being severed, was to turn the infusion rate down to 0.098mg/day and continue the oral morphine. The patient was to return to the clinic for reevaluation 3 weeks following the report.

Event description:
It was reported that the catheter was accidently cut at a non-device related spinal surgery on (B)(6) 2012. The surgeon tied off each end of the catheter and left the pump infusing. The plan was to program the pump to minimum rate mode. The surgeon did not want to revise the catheter for 6-8 weeks until the wound was healed. The pump was delivering morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Catheter: model# 8709, serial# (B)(4), implanted: 2004 (B)(6), explanted: product typ. (B)(4).

Manufacturer narrative:
(B)(4).